Event description:
It was reported the handpiece was found with a piece missing from it. No patient involvement occurred.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the handpiece was returned with the 4-40 stud broken.